Event description:
It was reported that during a gastric bypass procedure, the tip of the non-active blade broke during procedure. The doctor removed tip/piece from the abdomen. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.